Event description:
Caller alleged discrepant results compared with another poc meter. Results are as follows: date: (B)(6) 2010, inratio #1: 7.5, different poc meter: 1.8. (B)(6) 2010, 7.5, inratio #2: 1.5. Comparison were from two different patient samples, performed within one hour of one another, and using the same strip lot number when comparing meter 1 to meter 2. Customer has two inratio meters in their office. Venous blood being used for all testing.

Manufacturer narrative:
Investigation pending.